Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was implanted on (B)(6) 2013. The patient experienced a shocking or jolting sensation down legs that subsided after 20 mins of ins being off. Turning the device on produced immediate shocking. Turning it off, shocking sensation seemed to be residual. It was confirmed ins was off and turned to 0.0v. Additional reporting on (B)(4) 2013 noted that the patient was admitted to a medical center via the emergency department. It was noted that the patient was still experiencing severe abdominal pain. The patient had noted this to his surgeon and to others during his admission following implant. Additional information received on (B)(4) 2013 noted the patient experienced an overstimulation sensation. The patient was at a medical center and was going to have an xray "to see if it got moved or something when they was moving me around." The patient had spoken to a manufacturer's representative. The patient noted that "it was shorting it out and going crazy, and when we had it set up to 80 and then we took it off my legs kept pumping and pumping even though I had it turned off". This happened on (B)(6) 2013. The patient was wondering if "any other ones that shorten out and then run for like 21 or 22 minutes after you shut them off?" Additional information received on (B)(6) 2013 noted that the patient was experiencing a shocking or jolting sensation but the device was off. The patient was at home. The patient had spoken with their physician. The patient was in a lot of pain. The patient had had an xray. Per the patient, the healthcare professional noted it had "to be the machine must be a short in it." The manufacturer's representative had spoken with the physician on (B)(6) 2013. The patient had not been happy with the system since implant on (B)(6) 2013. The manufacturer's representative had spoken with the patient on many occasions. The patient's device was off. The representative was told to leave the device off because the patient was having pain that was not related to the device, because the device was off. The patient had been hospitalized for a couple of days. The patient noted that their family had "put their hands on patient's legs and they are moving ... They shut it off and patient's legs are thriving and thumping." The patient "moved it from 80 down to 0.00 and it still did it and then he shut if off." The patient noted they were told to turn it back on and it did the same thing; it shocked the patient. The patient noted that on (B)(6) 2013 when he got out of bed to go to the bathroom it shocked him and "knocked him on his butt." The patient noted it knocked him down and it was not even on. The patient noted that the doctor said it had "to be the lead or something wrong with the leads or a short." The patient asked if he should go see a neurologist and find out if it was "some nerve damage in there because the doctor said he had trouble when he cut into the patient's back and had to cut two spots." The doctor had to cut one place out and it didn't get the leads in wouldn't work, dropped down and do another one, so they cut patient's bo ne in his back to put the leads in. They had to do that twice. The doctor said he was having problems with it and that's why it took so long for the surgery. When the patient got out of surgery the patient had all kinds of pain, stomach pain, they kept patient for 5 hours, really it was five hours and twenty-two minutes. The patient was taking a lot of pain medicine. The patient was taking oxycodone 20 mg take 1-2 tablets every 6 hours, the other one is, neurontin. The patient noted he was never on oxycodone, never on percocet, or gabagratin 500 mg for nerve damage and wanted to know why would they put the patient on that. The patient planned to talk with the doctor. Additional information received on (B)(4) 2013 noted that the implanting surgeon called the manufacturer's representative on (B)(6) 2013. At that time the representative had spoken to the patient, but had not seen the patient. The patient¿s device was ¿off¿ and the patient continued to call the representative and noting that something was wrong with the device¿or that the device had been implanted improperly¿or that there was a ¿short¿ in the device. The physician noted he would contact the patient on monday and set something up¿he mentioned the possibility of diagnostic testing (CT). On monday, the patient called the doctor's office noting he was experiencing constipation. Additional information received on (B)(4) 2013 noted that the representative had just seen the patient with the physician. The patient was no longer experiencing shocking when the stim was on. The patient's current problem continued to be constipation. The patient planned to see a medical doctor regarding this issue. Additional information received on (B)(4) 2013 noted that the cause of the event was unknown. Patient ignorance was noted. There were no abnormal impedance measurements. It was noted that the healthcare provider could not explain; the issue had not recurred.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the manufacturing representative spoke with the patient's healthcare professional who stated that they were going to explant the system based on the patient's request. The reporter stated they did not have any further information regarding what had occurred since the patient's last appointment. It was noted that at the patient's last appointment, the patient left the office due to nausea. It was further noted the manufacturing did an impedance check and at that time, all impedances were within normal limits. The reporter stated the patient had not had the system on since the patient's previous appointment when they turned the system on briefly. It was noted the patient did not complain of any further shocking other than the one occurrence immediately following surgery. Additional information was requested, but was not available as of the date of this report.